Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event.the patient was shifted to intensive care unit (ICU) as the blood glucose level reached 386 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin.the patient was has not been released from the hospital. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-16496 - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.